Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose up to 200 mg/dl and questioned why the pump reduced glucose more slowly once values were within range. Review of the available information indicated that glucose remained within range for most of the day and that the pump adjusted insulin less aggressively below 180 mg/dl as designed. No symptoms were reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of device data and user education regarding pump behavior and glucose targets. Investigation of this case revealed no device malfunction and no alerts or alarms. The device was found to have delivered insulin and corrected the glucose levels as intended. The cause of the transient hyperglycemia was unclear. Based on previously established findings for similar reports, the cause was determined to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.